Event description:
During a coil embolization procedure, the deltapaq cerecyte microcoil (cdf10051030/ g14577) would not go through the sl-10 microcatheter; resistance was reported. The coil was pulled out, and the microcatheter used with the product was included for inspection along with the coil. There was no patient injury reported. No further information has been obtained in response to multiple investigative attempts. Analysis of the returned device found the coil was damaged.

Manufacturer narrative:
The deltapaq cerecyte microcoil and concomitant noncodman sl-10 microcatheter were received for analysis. The proximal end of the coil was returned severely damaged; the distal end was without damage. The inner lumen of the sl-10 microcatheter has ovalized. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis of the returned devices, the most likely root cause of the reported resistance inside of the noncodman sl-10 microcatheter was due to the observed ovalization of the inner lumen of the returned catheter. The circumstances of how and where this damage occurred cannot be determined. The timing of the damages found on the coil as related to procedural use or post procedural handling cannot be determined; however, it is possible that resistance due to the interaction with the concomitant microcatheter may have contributed. With review of the analysis and the device history records there is no indication of any coil manufacturing issues related to the event with the concomitant microcatheter appearing to have caused or contributed to the event. Therefore, no corrective actions will be taken.